Manufacturer narrative:
(B)(4). (B)(6). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2018 - 03410. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address chronic left hip instability. Upon exposure, the trunnion presented worn/metallosis. No further information has been made available at this time.

Manufacturer narrative:
Reported event was confirmed via visual examination of the returned device(s). Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is attributed to unintentional user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.